Event description:
Customer reported that pump display was frozen. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for a complete pump reset, and the customer chose to reset the pump, successfully resolving the issue.